Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-oct-22 regarding a patient receiving fentanyl (93 7mcg/ml at 299.88mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced increased pain since last month (relative to the date of report). When they did the last refill at the pain clinic they got back more drug than expected. The radiologist was unable to aspirate through the catheter access port (cap). The environmental, external, or patient factors that may have led or contributed to the issue were unknown and the issue was unresolved at the time of report. No surgical intervention occurred or was planned as a result of this event. The patient's status was alive - no injury and no further complications were reported or anticipated.